Event description:
The pt contacted animas reporting that it has been the third time in the past week that she has looked down at the pump after not feeling well (unspecified symptoms) and discovered that the screen was blank, there were no audible tones, and the pt was not getting the verification screen. The pt's blood glucose during the call was 441 mg/dl and the pt had a positive test for ketones. The pt was advised to follow her hcp protocol for elevated blood glucose levels. There were no reports of medical intervention. The battery cap was reportedly screwed on tightly onto the pump; however, the pt admitted that the battery cap has not been replaced since (B)(6) 2009. According to the user's manual, it is recommended that the battery cap is replaced every 6 months. It was noted that the threads in the pump looked normal, there were no cracks or dents to the pump or cap; however, the threads in the battery cap looked worn. This complaint is being reported because the pt allegedly developed elevated blood glucose with ketones after the reported issue began.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.